Event description:
The patient reported through a manufacturer representative that the ¿electricity was too strong to sleep.¿ it was stated that the patient¿s device was adjusted at the hospital and that after going home, the electricity was too strong when the patient was lying down and that they could not sleep. A review of the patient¿s implantable neurostimulator (ins) found that the setting was ¿different from the numerical value set at the hospital.¿ the patient reported that they could adjust the stimulation themselves and they requested to talk to the person in charge. It was ¿asked but unknown¿ whether the patient had changed the value intentionally or whether the value had changed on its own. The cause of the ins having a different ¿numerical value¿ than was set at the hospital was ¿asked but unknown.¿ the issue remained unresolved at the time of report. It was noted that if the problem persisted that the patient was to turn off their adaptivestim setting and adjust the device with their patient programmer each time. It was unknown whether any external factors may have led or contributed to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.